Event description:
This device was returned with an op note from the following physician's office. Pt expired on (B) (6) 2010 of cardiac related causes. Philos dr, (B) (4), MDR 1028232-2010-00600. Setrox s 45, (B) (4), MDR 1028232-2010-00602.